Manufacturer narrative:
(B)(4).

Event description:
(B)(4). The customer informed maquet service that the spring arm of a surgical light was found cracked on both sides. The damaged spring arm was detected before the procedure. No patient was involved and no injuries were reported. (B)(4).

Manufacturer narrative:
(B)(4). The maquet service territory manager (stm) replaced the broken spring arm with a new one and returned the device to service. The spring arm was evaluated and it was determined that the damaged was most likely caused by severe and multiple collisions with other devices mounted nearby. The device user manual describes the correct pre positioning of the light head in order to prevent it from coming into contact with other objects.

Event description:
(B)(4). The customer informed maquet service that the spring arm of a surgical light was found cracked on both sides. The damaged spring arm was detected before the procedure. No patient was involved and no injuries were reported. (B)(4).